Event description:
During a follow-up in clinic, the device was noted to be at elective replacement indicator (eri). Premature battery depletion was alleged. The device was explanted and replaced and the patient was stable with no consequences.

Manufacturer narrative:
As received, the device was noted to be at elective replacement indicator (eri). Analysis of the device image revealed no abnormal battery fluctuations. A longevity calculation was performed and found that the implant duration exceeded the total projected longevity based on field settings which indicated normal battery depletion. Further testing of the device revealed no abnormal battery current or other mode of premature depletion. The reported event of premature battery depletion could not be confirmed.